Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. They patient stated they were lying down, and her daughter asked if she was feeling alright. Her cgm reading was 110 mg/dl but she said that she felt low. They checked a finger stick and found her bg was at 41 mg/dl. She drank a can of soda to bring her glucose level up and her daughter called an ambulance. After paramedics arrived, they checked her bg and it was at 56 mg/dl. The paramedics did not give her any other treatment. At the time of the report she was feeling well. Data was provided for evaluation and the allegation as confirmed. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.